Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skullclamp (a1059) was returned for evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. The unit needs new components added to replace worn internal parts. Complaint confirmed via inspection of the unit. The index knob was easy to turn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob tension on the mayfield modified skull clamp was very light. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.